Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged due to the patient being overweight and the device migrating while the patient was standing. The ra lead was repositioned successfully. No additional adverse patient effects were reported.